Event description:
The reporter indicated that a 12.6 mm vticmo12.6 implantable collamer lens -9.5/2/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was intraoperatively removed due to low vault. A replacement lens of longer length was later implanted and the problem resolved. Cause of event unknown.

Manufacturer narrative:
Claim# (B)(4).